Event description:
It was reported that when the ICD was still implanted that electrocautery appeared to initiate a detection of vt by the device. When the device is out of pocket and electrocautery is performed that the is no vt detected by the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found.